Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering disassembled the event unit and observed that the clip stop was damaged and the feeder, a metal component located in the shaft, was measured and found to be out of specification. It is unknown whether the out of specification feeder was user related or a pre-existing device nonconformance. Based on the condition of the returned unit, it is likely the reported event caused by the feeder that was found to be out of specification upon receipt and the damaged clip stop. However the root cause of the damaged clip stop couldn¿t be confirmed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: unknown. Medwatch (B)(4) received via mail on tuesday, 30oct2018. Event date: oct 2018. Clip applier not consistently firing hemoclips that stay in place. A disposable clip applier used in the meantime to complete ligation for procedure. Patient status: no patient injury.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unknown. Event date: (B)(6) 2018. Clip applier not consistently firing hemoclips that stay in place. A disposable clip applier used in the meantime to complete ligation for procedure. Patient status: no patient injury.